Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the gallbladder surgery with the subject device, sometimes an endoscopic image was flickering on the monitor. The user completed the procedure by using the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.